Event description:
Revision of shoulder components due to glenoid loosening and pain.

Manufacturer narrative:
Explanted devices were not returned to manufacturer for evaluation. Additionally, the device catalog/serial numbers were not reported precluding a review of the device history record.